Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 7 months. A direct correlation between heartmate 3 lvas and the reported event could not conclusively be established through this evaluation. Additionally, the submitted log files appeared to show the system operating as intended. The submitted log file showed that pump power, estimated flow, and average pi remained stable throughout the log file. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On (B)(6) 2018, it was reported that the patient was hospitalized following a syncopal episode. The customer stated that the patient's syncope was thought to be related to orthostatic hypotension. Patient's implantable cardioverter defibrillator (ICD) also showed high rate voltage around syncopal episode. During admission, head CT was performed with negative result. The patient was found to have a driveline infection and treated with intravenous antibiotics. On (B)(6) 2018, it was reported that the patient was currently outpatient with intravenous antibiotics, and the patient was listed 1a for heart transplant with driveline infection, and will continued to follow at both (B)(6) and (B)(6) hospital until transplant.